Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the temporary profile was in non profile mode. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had temporary non profile mode. A technical support specialist (tss) dialed into the station and server, where it was confirmed that the temporary profile mode option was enabled on both. The tss informed to the customer that temporary profile mode needed to be unchecked at both the station and server levels and guided to disable it on the station. The temporary profile mode icon was confirmed to have disappeared from the station, and verification showed the option was already unchecked on the server. The system functioned as intended after the technical support specialist troubleshot the device.